Event description:
Complainant claims the screw was implanted and removed because the screw cap became loose while being inserted. Surgery may have been delayed as a result of this event. No injury to the pt was reported.